Manufacturer narrative:
H3 other text : not returned to manufacturer

Event description:
The manufacturer received information in relation to a dreamstation auto bipap device. The patient has alleged respiratory tract irritation and asthma (new or worsening). Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.